Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is complete and more info becomes available. (B)(4). Conclusions: conclusion not yet available, eval in progress.

Event description:
The user facility reported to terumo cardiovascular systems corporation that during a cardiopulmonary bypass procedure that lasted 491 minutes, with the fio2 at 100%, the po2 levels continuously dropped. At 18:51, the po2 was 359. At 19:21, the po2 was 123. At 20:18, the po2 was 59. The pt was approx 32 degrees. No known impact or consequence to pt. The product was not changed out. The surgery was completed successfully.